Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of anaphylactic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of anaphylactic reaction is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected in the nasolabial folds and lips with two syringes of juvéderm® ultra plus xc. The patient reported that they experienced ¿an allergic reaction¿ and described ¿being cold, their eyes rolled back at the time of injection, dizziness, eye vision problems, hard time breathing, passed out, pain, tongue swelled up,¿ and reported that the following day, their ¿whole face was swollen and eyesight was blurry and getting worse.¿ the patient reported being ¿scared, confused, shaking and started to cry¿ and was concerned about the legitimacy of the product. The patient was treated by their physician with benadryl, steroids, antibiotics, anti-inflammatory, and ¿tavarestiratory.¿ the patient then mentioned ¿throat closing up, tongue itches, eye vision problems, and migraine headaches.¿ the events are ongoing and getting worse.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: a.6., h.6.

Event description:
Patient reported being injected in the nasolabial folds and lips with two syringes of juvéderm® ultra plus xc. The patient reported that they experienced ¿an allergic reaction¿ and described ¿being cold, their eyes rolled back at the time of injection, dizziness, eye vision problems, hard time breathing, passed out, pain, tongue swelled up,¿ and reported that the following day, their ¿whole face was swollen and eyesight was blurry and getting worse.¿ the patient reported being ¿scared, confused, shaking and started to cry¿ and was concerned about the legitimacy of the product. The patient was treated by their physician with benadryl, steroids, antibiotics, anti-inflammatory, and ¿tavarestiratory.¿ the patient then mentioned ¿throat closing up, tongue itches, eye vision problems, and migraine headaches.¿ the events are ongoing and getting worse.